Event description:
Information received indicates the brake caster would lock and hold but if pressure was placed on the side of the caster, it would rotate.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the bed.